Event description:
It was reported PICC insertion was done on sept 19th and PICC was removed on nov 13th. It was observed PICC line had a fracture at 10cm. The catheter was inserted to 5cm externally. It was a catheter that was ordered to come out and the fracture was found after looking at the line as we are obviously assessing them with any removal. The patient had an external reaction happening that was causing arm to weep fluid so seeing leaking at the site was a little more challenging for this patient. The injury to the patient is very hard to determine. It would appear that he was having a chlorhexidine issue externally. The PICC line was ordered to be removed as the patient was no longer needing the line and the fracture was discovered after an inspection of the line post removal. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported PICC insertion was done on (B)(6) and PICC was removed on (B)(6). It was observed PICC line had a fracture at 10cm. The catheter was inserted to 5cm externally. It was a catheter that was ordered to come out and the fracture was found after looking at the line as we are obviously assessing them with any removal. The patient had an external reaction happening that was causing arm to weep fluid so seeing leaking at the site was a little more challenging for this patient. The injury to the patient is very hard to determine. It would appear that he was having a chlorhexidine issue externally. The PICC line was ordered to be removed as the patient was no longer needing the line and the fracture was discovered after an inspection of the line post removal. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 9 cm and 10 cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.